Event description:
Reportedly, the pacemaker involved in this report could not be interrogated; in addition, no magnet response was observed. The device was explanted and will be returned for analysis. Reportedly, the battery impedance was lower than 1 kohm during the follow up in (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.